Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'battery cannot be charged' message. The battery icon and light emitting diode (led) remained green. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d10. During laboratory analysis, the product surveillance technician (pst) observed both batteries to be received in passing condition. After charging the first battery measured 13.56 volt direct current (vdc) and 584 siemens (s) and the second battery was 13.48 vdc and 489 s. The batteries lasted for 72 minutes during discharge testing, specification is 52 minutes. Per data log analysis, on (B)(6) 2020, the cause of the 'battery cannot be charged' message is an intermittent 'supply voltage failure' for ps2 at power up. It seems ps2 has been intermittently failing at least since (B)(6) 2020. It also happened on (B)(6) 202. It always occurs at power up, never after a successful power up. If a power supply fails the battery charger is disabled and causes the 'battery cannot be charged' message. Sometimes this message is hidden since a higher priority message is displayed and the user will not see it.

Manufacturer narrative:
The field service representative (fsr) returned to the user facility and replaced the power supplies. The unit operated to the manufacturer's specifications. The power supplies were returned on (B)(6) 2020. During laboratory analysis, the product surveillance technician observed the power supply to not be supplying any voltage. A functioning power supply has a signal of less than 350 millivolts direct current. Neither power supply was registering a voltage reading at all.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.